Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information was received in a lawsuit alleging that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention." It was also alleged that due to the defective lead, the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor was fractured; full lead was returned for analysis.